Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a cardioversion on a patient (age & gender unknown), the device's sync-output time was incorrect. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation's investigation was limited to the device for the customer report. The device was extensively tested under simulated conditions across various rhythms and the device performed as expected. Review of the activity logs did not find evidence to support a device malfunction occurred. The clinical data was not available as part of the investigation and was the best opportunity for us to understand the circumstances related to the event. The device was recertified and returned to the customer. No trend is associated with reports of this type.